Event description:
A healthcare professional reported a right implant rupture. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). And observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive.

Event description:
A healthcare professional reported a right implant rupture. The device has been explanted and replaced with a non allergan device.